Event description:
The customer reported that the ligasure device was not sealing adequately during a sleeve gastrectomy. They reported that some of the sealed areas were leaking even though an end tone, signaling a completed seal cycle, was heard from the generator. A new instrument was opened to finish the case and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.